Event description:
The dialysis center reported that during a hemodialysis treatment the pt informed the nurse they didn't feel well. The nurse observed that there was air in the artificial kidney, the arterial drip chamber blood level had dropped and micro bubbles were at the top of the venous drip chamber. It was reported that the nurse immediately disconnected the pt and pt began to complain of chest pain. Their blood pressure was pale. They were diaphoretic and they felt chest pain after they were turned on their side. They were given oxygen and a nitro. They were then taken to the emergency room for tests.